Manufacturer narrative:
Updated sections: occupation: physician. Date of this report, date received by mfg,type of report, mfg follow-up #, if follow-up, what type, evaluation method codes. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after 40 hours of intra-aortic balloon(iab) therapy, the console generated a check iab catheter alarm and blood was seen in the extension tube. The balloon was removed and the intra-aortic balloon(iab) therapy was completed. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after 40 hours of intra-aortic balloon(iab) therapy, the console generated a check iab catheter alarm and blood was seen in the extension tube. The balloon was removed and the intra-aortic balloon(iab) therapy was completed. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: return to manufacture date, date received by mfg, device not eval provide code,evaluation method codes ,evaluation result codes, evaluation conclusion codes, addtl mfg narrative/corr. Data. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after 40 hours of intra-aortic balloon(iab) therapy, the console generated a check iab catheter alarm and blood was seen in the extension tube. The balloon was removed and the intra-aortic balloon(iab) therapy was completed. There was no reported injury to the patient.

Event description:
It was reported after 40 hours of intra-aortic balloon(iab) therapy, the console generated a check iab catheter alarm and blood was seen in the extension tube. The balloon was removed and the intra-aortic balloon(iab) therapy was completed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The competitor sheath was over the catheter tubing at 48.3 cm from the iab tip. The extender tubing was also returned. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, extracorporeal, and extender tubing was performed and a leak was detected on the membrane at approximately 1.524 cm from the rear seal and measuring approximately 0.089 cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).